Manufacturer narrative:
Only the ligator head of the speedband superview super 7 device was returned for analysis. A visual examination of the returned device found no residue present. All seven bands remained on the ligator head with four bands moved distally. The suture was broken with a portion remaining on the ligator head. The ligator head teeth were damaged. Based on the evaluation of the returned device, it could not be functionally verified that the bands failed to deploy during the procedure. However, findings from the visual evaluation indicate that the device most likely failed to deploy the bands during the procedure. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic band ligation procedure in the esophagus performed on (B)(6) 2015. According to the complainant, during the procedure, the first two ligation bands successfully deployed. The physician turned the handle in attempt to release the third ligation band; however, the band failed to deploy. The physician turned the handle again, but the band still did not deploy. The scope was removed from the patient and the physician noted that one ligation band climbed onto another band on the barrel. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic band ligation procedure in the esophagus performed on (B)(6) 2015. According to the complainant, during the procedure, the first two ligation bands successfully deployed. The physician turned the handle in attempt to release the third ligation band; however, the band failed to deploy. The physician turned the handle again, but the band still did not deploy. The scope was removed from the patient and the physician noted that one ligation band climbed onto another band on the barrel. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.